Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) stent migrated. (B)(4) stent break. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted (implant date unknown) in the ampulla of the common bile duct and was scheduled for removal during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2014. According to the complainant, during the follow up ercp procedure it was noted that the stent migrated into the ¿higher part¿ of the common bile duct. An attempt to remove the migrated stent was made with biopsy forceps, however, the stent broke. Only a portion of the stent was able to be removed. The remaining portion of the stent was left inside the patient and was scheduled to be removed at a later date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".